Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause is undetermined. Rationale: no sample, lot, or batch provided.

Event description:
Material no.: unknown, batch no.: unknown. It was reported that during use of the unspecified bd¿ nevixa catheter the needle infiltrated the patient's vein, but the contrast did not move up the arm vein. The contrast would pool in the patients arms and would not flow through the patient's arm. The patients are reporting no pain and there is no swelling related to the injection. This occurred on 4 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: this has happened at least 4 times over the last few weeks. The CT techs or rns in the ER are placing the lines and report easy insertion and brisk blood return. During injection the contrast is not moving up the arm vein, however, it is pooling in the patients arms. The patients are reporting no pain and there is no swelling related to the injection. This sounds like the device was not in the patients vein since no contrast went up the arm and it infiltrated into the arm tissue.